Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call and reported that her blood glucose will go down low and the insulin pump will not restart on it's own. Blood glucose was 50 mg/dl. Customer declined troubleshooting for low blood glucose and high blood glucose. Performed self test and displacement test and both tests passed. Customer also reported sensor glucose and blood glucose issue. Advised customer to monitor insulin pump and blood glucose. The insulin pump was not returned for analysis.